Event description:
Tube was advanced through the wall of the stomach and entered the abbdomen. Perforation was noted when chest x-ray was taken to confirm placement of tube. Infant is doing fine and should suffer no consequences of the perforation.